Manufacturer narrative:
Recall - 1627487-05242011-002-r. This ipg serial number was included in a field advisory and a field correction. The reported event for pocket heating while recharging was confirmed in the investigation for CAPA (B)(4). Additional tests for pocket heating are not required. The corrective action for this issue is for the patient to swap out the high energy (he) charger (3721) for a low energy (le) charger (3722). The patient did not participate in the charger swap. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-03285. It was reported the patient experienced pocket heating while charging the ipg sometime in (B)(6) 2015. As a result, the patient underwent surgical intervention to have their ipg replaced. The issue was resolved post operatively.